Manufacturer narrative:
Exemption number: e2014018. The foot plate is bent and the blade is worn and blunt. Vigilance investigator carried out a visual and microscopic investigation. Bone material can be found in the cavity of the blade and in combination with the worn blade edges, the cutting performance is influenced negatively. The damage of the footplate was most likely caused by torsion during application, therefore the footplate has been deformed. According to the IFU color marked kerrison bone punches with a gold-colored distal working tip have a thin foot plate and may be used only for removing small bone portions and soft tissue. The device quality and manufacturing history records have been checked for the available lot number and found to be according to specifications valid at the time of production. No similar incidence have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. This kind of instrument is designed for delicate use only. It is almost certain that a mechanical overload situation led to the breakage.

Event description:
It was reported by the healthcare professional to the company sales representative "during a herniated disc procedure two devices cracked and bent at the tip." No consequences to the patient reported. It was reported there was a 30 minute delay in surgery. All med watch submissions related to this patient are: 9610612-2018-00529.